Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Additional info was requested 05/25/2010, 05/26/2010, 05/27/2010, 05/28/2010 and 06/11/2010 by phone, fax and mail. A partially completed questionnaire and medical records were received 06/14/2010. (B) (4). (B) (4).

Event description:
Adverse event(s): "concentric circles, halos" (halos); "blurry vision" (blurred vision); "could not see street signs, could not read television or thread a needle" (vision, impaired); "glare" (vision disturbances). Product problem(s): "none reported" (no known device problem [iol (intraocular lens) implant]). A consumer reported seeing concentric circles, halos around lights and having fuzzy vision following bilateral intraocular lens (iol) implant surgeries. Medical records were received. Six days following the first implant (right eye), the consumer reported blurry vision in that eye. She was continued on postoperative medications. One month following implantation of the left eye, the consumer reported that her vision was still blurry, she could not see street signs, and lights had halos. The surgeon noted an inferior shift of the iol in the right eye at this visit. The consumer was prescribed eye drops. Three months following the implant, the consumer continued to report "lots of glare and halos" and stated she could see iols. At this visit, the surgeon noted residual astigmatism and posterior capsule opacification (pco). Three months later, a yag procedure was performed. Two weeks following the yag, the consumer reported that she could not read things on the television or thread a needle, she had difficulty reading and images were blurry. Three months following the yag procedure, prk was performed on both eyes. At the one week follow up visit, the consumer reported that her vision had improved and she could now read things on the television. The medical records indicate that eight months following the prk, she was referred to a retinal specialist to rule out cystoid macular edema (cme). The retinal specialist found no notable pathology or abnormality of the lenses being implanted and stated "hopefully she will get used to the multifocal refracture nature of her intraocular lens." The surgeon reports the event continues. There are two medical device reports associated with these events; this report is for the left eye.